Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device has been requested for return to livanova (B)(4) for investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was requested back for repair at the tssi departement. The technician replaced the stirrer motor and the patient pump and was thus able to remove the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial.